Event description:
The customer reported to olympus that the image on the evis lusera colonovideoscope did not change from magnification (near point) to normal. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that foreign objects were adhered to the image guide tube and the light guide tube. This report is to capture the reportable malfunction of the foreign material on the image guide tube and light guide tube noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: the plastic distal end cover had a dent; the light guide lens had a crack; the mouthpiece was loose; the universal cord had a wrinkle; due to clogging of the nozzle, water removal ability did not meet the standard value; the adhesive on the bending section cover had a chip with a white clouded area; due to wear of the angle wire, the play of the up/down knob was out of the standard value; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; the connecting tube had a wrinkle; and scratches were found on multiple locations on the device. The customer cleaned, disinfected, and sterilized the item before sending it to olympus. The customer had no information on what the foreign material was on the device. There was no delay in the start of precleaning. It was unknown if there were abnormalities in the accessories used for reprocessing. It was unknown if the customer soaked the endoscope in cleaning solution. The customer did wipe or brush the outer surface of the endoscope with gauze, a brush, or a sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material that adhered to the insertion tube and universal cord was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual evis lucera gif/cf/pcf/sif type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.